Manufacturer narrative:
(B)(4). Results: a sample is not available for evaluation, however, the initial reporter provided photos and a video of the affected device. A photo/video inspection confirmed the reporter's reported issue. A device history record was not reviewed as this issue would not be capture in the manufacturing process. Conclusion: although the video confirmed the reporter's indicated issue, without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a bd sales consultant had difficulty peeling the film off of a 2/3 gal bd recykleen¿ sharps wall cabinet. This caused nerve issues in her hands and she had surgery for these issues on (B)(6) 2017.